Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. When testing parameters, it was noted that the right ventricular lead had high capture thresholds. Multiple attempts were made to obtain adequate measurements, but were unsuccessful. Another lead was used instead. Patient was stable post procedure.